Event description:
During replacement of the lifting base of the luminos agile max system, the patient table, including the dit (digital imaging tower), fell over and hit the floor. In this case only the floor was hit. There was no report that an injury occurred. Since the issue occurred during service activities, there was no patient involvement. In a worst-case scenario, a service technician could be hit by the falling parts or crushed between the system parts and the floor. This worse-case scenario could lead to a serious injury.

Manufacturer narrative:
The event was reported by a siemens employee. Manufacturers preliminary analysis: it is currently unclear how the issue could occur. The investigation is ongoing. Initial corrective actions/preventive actions implemented by the manufacturer: with the currently available information no general problem has been detected for the installed base which requires an immediate action. A supplemental report will be submitted if additional reportable information becomes available. Internal ID#(B)(4).

Manufacturer narrative:
H10 manufacturer narrative: the complaint event was investigated in detail. It was initially reported that after the replacing the lifting base, the table fell over and hit the floor during the service activities. The investigation showed that the described issue was caused by an individual workmanship error. During replacement and transport, the dit (digital image tower) must always be secured with tension belts to prevent it from moving backwards. The correct securing of the dit is described in the replacement instructions (see xpd1-325.841.01.13.02, chapter: 10.6 lifting-tilting base, page 194). According to information received from the service technician, the movers did not strap the dit to the front. This caused the table to flip. According to the available information from the service organization, the basic unit will be replaced at the concerned customer site. Since no general problem was identified, the complaint was closed without further measure. H11 corrected data: h8: usage of device was incorrectly checked as "reuse" in initial report submitted on november 11, 2022. This field should have been blank.